Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the stylet was fully inserted into the lead but then the lead had to be repositioned due to unsatisfying measurements. The stylet was once again inserted but could not be fully inserted. The lead was removed. The lead and stylet was tested again and finally the stylet could be instead into the lead with several attempts. The lead will be returned. No adverse patient effects were reported.